Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified no issues with the balloon. All blades were present and fully bonded to the balloon surface. The blades of the device were visually and microscopically examined, and no issues were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a hypotube break 710mm distal from the strain relief. Multiple hypotube kinks and a shaft polymer extrusion kink at the guidewire exit port were also identified. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27 aug 2020. It was reported that the balloon could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the operator could not pass through the angle due to the resistance and the balloon could not cross the lesion due to calcification. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a hypotube break 710mm distal from the strain relief.